Event description:
The customer reported the system failed to save images while in cine mode (data loss). There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk was evaluated, replaced and then reformatted. The system was tested and found to be working as intended and returned to service.